Event description:
Pt was admitted with a right tension pneumothorax. A 24 f chest tube was placed. The next day chest x-ray showed 20% pneumothorax. Chest tube was replaced. Two days later the chest tube still had an air leak and the pt went to or for thoracoscopy and excision of apical bleb. Chest tubes were placed x 2 to suction. A week later small air leak documented. The following day no air leak and chest tube placed to water seal. The next day one chest tube was removed. A day later small apical pneumothorax was noted after removal of the 1st chest tube. 2nd chest tube removed. Approximately 45 mins later, pt was short of breath with 30% pneumothorax. Right chest tube placed to suction. Two days later chest tube to water seal. The next day chest tube removed at 0900. Pt discharged home at 1700.